Event description:
Update received (B)(4) 2012 - revision of right hip replacement due to alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Operative notes received indicate histopathology was done on the tissues of the hip and showed an alval type reaction with associated granulomatous inflammation. It was indicated that x-rays would be made available, but have not been obtained to date. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.